Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported a xen®45 gts gel stent "erosion" after implantation of an unknown eye. Patient was noted to have thin conjunctive. The xen®45 gts has been explanted. The reported event has been resolved as the area sealed itself.